Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, thrombosis occurred. The procedure treated the restenosed diagonal branch. A non bsc stent was advanced to treat the restenosis but could not cross the lesion. Then a 2.5x12mm ion stent was advanced and implanted in the diagonal branch. Four days later the patient presented with chest pain, and angiography revealed the diagonal branch was totally occluded with thrombus distal to the placed ion stent. The vessel was opened and crossed with a guide wire, balloon and the placement of an additional ion stent. No further patient complications occurred and the patient status is fine.